Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used in an esophagogastroduodenoscopy (egd) procedure. Per the complainant, during the procedure, the balloon ruptured inside the patient. At the time of the rupture, the balloon was inflated to 3 atm/18mm. There was residual fluid left in the balloon. The balloon would not fully deflate so the physician had to cut the wire to remove it. The scope and device were removed as a unit from the patient. The nurse cut the balloon portion off of the catheter so that the device could be removed from the scope. The physician aborted the procedure in favor of stenting the patient at a later date. There has been no report of complications or injury to the patient. Post procedure, the status of the patient is fine.

Manufacturer narrative:
The device has been received by this manufacturer; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.